Event description:
The customer reported alleged inaccurate low results on the customer's one touch basic meter. The customer reports experiencing symptoms of high blood glucose, nausea, feeling hot and thirsty. The customer obtained a reading of 22 mg/dl, while an unknown time later, a reading at the customer's doctor's was 744 mg/dl. The customer was kept for 8 hours and treated with 30u insulin within the 8 hour period. The customer's test strips expired 7/2000. The customer was educated on test strip storage and shelf life.